Manufacturer narrative:
Radiographs were not returned to confirm the event. The explanted hardware did not return for evaluation. The root cause cannot be determined and no further investigation can be completed at this time. Labeling review: "potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation, nonunion or delayed union, fracture of the vertebra, neurological, vascular or visceral injury, metal sensitivity or allergic reaction to a foreign body, infection, . . . "Device not returned.

Event description:
A patient previously underwent posterior spinal fusion at the l1-s1 levels. On (B)(6) 2017 the patient had the previously-implanted l1 screws removed due to an infection and the construct extended from t9-t11. Patient is currently doing well. No patient injury was reported.